Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation melted; the analyst noted that the only breach found in the insulation appears to be melt from cautery; full lead returned and analyzed.

Event description:
It was reported that the left ventricular lead was explanted due to broken insulation. No patient complications have been reported as a result of this event.